Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, injury, suffering, disability and impairment.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. (B)(4). "Lawyer-filed report - (B)(6)".

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced moderate detrusor instability, overactive bladder, dyspareunia, vaginal atrophy, urge incontinence (accident three to four times per week), frequency, cystitis, nocturia once per night, pain in groin, pain on left side of hip, vaginal discharge, burning during urination, difficulty emptying bladder completely, bladder infections, severe constipation, postmenopausal atrophic vaginitis, hypertonicity of bladder, bladder muscle dysfunction, a pulling sensation and discomfort with bowel movements, recurrent uti's, mild lower left-sided lumbar tenderness when sitting (site of interstim placement), rash in vulvar area, vaginal dryness, hpv changes, vulvar lesion, removal of vulvar lesion (one millimeter) and treatment with silver nitrate on ((B)(6) 2013). Underwent lap-band surgery (2013), interstim percutaneous sacral nerve stimulation testing, bilateral ((B)(6) 2014) and complete interstim system implantation ((B)(6) 2014).